Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. After deployment, the foot would not park, making it difficult to remove the device. After some maneuvering, the physician was able to remove the device. Compression was used to achieve hemostasis.